Event description:
During an elective laparoscopic colectomy/cystoscopy and ureteral stent placement, the curved shear of the harmonic ace broke off onto the sterile field. The equipment was immediately removed off the field. No harm to the pt.